Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the main printed circuit (pc) board was out of specification. It was also noted that one side bail cover was broken and the battery drawer was broken.

Event description:
It was reported the unit will not stay on. No patient involvement or complications were reported.